Manufacturer narrative:
(B)(4). Investigation summary: a complaint history check was performed and this is the 3rd related complaint for difficult/unable to operate (not drawing) on lot # 9280140. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing) was captured and addressed appropriately. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications (B)(4) noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use 7 syringes would not aspirate with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that consumer found 7 syringes that would not draw insulin.